Event description:
It was reported that the pump battery did not turn on. There was no adverse impact to customer¿s blood glucose level. Customer did not have an alternate method for insulin therapy. A replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.